Event description:
Two falsely depressed troponin I results were obtained on two samples from a single pt. The results were reported to the physician. The samples were repeated on an alternate analyzer and positive results were obtained. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I results was disconnected hm tubing.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was disconnected hm tubing. The malfunction was resolved after the customer corrected the problem with guidance from a siemens healthcare diagnostics inc technical solutions center representative. The instrument is performing within specifications.